Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment (actual reading: 125.3 degrees fahrenheit at 1 minute and 0 seconds; specification: <118 degrees fahrenheit at 10 minutes 0 seconds) and the noise assessment (actual reading: 79.1 dba; specification: <76 dba). It was further determined that the device emitted a loud unusual sound during use. It was further observed that the drive shaft was broken, which was caused by exerting extreme force on the device during use. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to abuse/ misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device overheated during the drill test and was very audible. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.